Event description:
The customer reported that the ventilator has a burning odor while in use on patient. The customer removed the unit from the patient. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
(B)(4). The customer evaluated the device.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested and the customer has not responded.